Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Section a: evaluator information. Evaluator name: (B)(6). Evaluator title: pir technician. Date(s) of evaluation: august 10, 2023. Section b: condition of returned samples. Sample status: [] no sample returned [x] sample returned. Pictures attached: [ ] yes [x] no. Condition of samples: one thousand one hundred two unused samples with original packaging returned for evaluation. Section c: inspection & testing of returned samples specification/test method(s): spec-md- 2000617 product drawing(s): dwg-md-2020339 safety check / service manual(s): n/a specific requirement(s): samples were visually evaluated, and it was impossible to determine the white powder inside the filter. Scan 20230817-1 was created, and samples were sent to the supplier. The supplier pall medical conducted a full nc review, and sent samples to sls lab, pall newquay; and no abnormalities or impurities were detected during the filter inspection. Equipment / apparatus: n/a test result(s): [ ] defect confirmed [x] defect not confirmed results description: the reported defect is not confirmed. Section d: record review related dsms records identified: [ ] yes [x] no [] n/a - not enough info for evaluation dsms report / criteria: USA qm_11. Dsms results description: n/a. Existing CAPA to address issue?: [ ] yes [x] no. Product produced before or after corrective action implementation?: [ ] before [ ] after [x] n/a details of existing CAPA: n/a. Section e: batch record (br) review: br applicability: [x] n/a - not required [ ] applicable were all related test results in specification?: [ ] yes [ ] no [x] n/a - not required were all related process parameters in specification?: [ ] yes [ ] no [x] n/a - not required were all operations completed and done in sequence?: [ ] yes [ ] no [x] n/a - not required explain any "no" answers: [x] n/a - not required. Section f: inspection & testing of house retains applicability: [x] n/a - not required [ ] applicable. Specific requirement(s): n/a equipment / apparatus: n/a test result(s): [ ] defect confirmed [ ] defect not confirmed. [X] n/a - not required. Results description: [x] n/a - not required.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: according to the customer, the filters they recently purchased have a powder in them, which darkens as drug is infused and they are also precipitating. No injury reported.